Manufacturer narrative:
The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: b-cell lymphoma, ¿positive for coagulase-negative staphylococci", ¿positive for coagulase-negative staphylococci¿, ¿breast capsule was abnormal with fluid collection between the surface of the implant and thickened capsule¿, ¿ right side breast enlargement and tenderness¿, and ¿lymphoma cells".

Event description:
Through the journal article ¿breast implant-associated ebv-positive diffuse large b-cell lymphoma: two case reports and literature review¿ healthcare professional reported a patient with ¿positive for coagulase-negative staphylococci¿, ¿breast capsule was abnormal with fluid collection between the surface of the implant and thickened capsule¿, ¿ right side breast enlargement and tenderness¿, and ¿lymphoma cells showed the following phenotype: [¿] cd30-/+ (weak), [¿] lymphoma cells were negative for [¿] alk, [¿]¿. This reflects patient¿s right side. Patient was treated with wire guided breast conservation surgery on contralateral side with lymph node dissection occurred by adjuvant chemotherapy and radiation therapy. Later the device was explanted. Pathology report has been provided that confirmed cd30+ and alk- markers. Patient was treated by device removal and capsulectomy. Patient was diagnosed with "ediffuse large b-cell lymphoma occurring in breast implant capsule". This event has been deemed not related to the device as alcl (t-cell lymphoma) is the only cancer that has been recognized as being associated with breast implants.